Event description:
It was reported that while preparing to transport a patient, the transporter noticed that the 22mm circuit plug-in was loose and being held in place by the plastic cover. As a result, the patient was not transferred. No injury or medical intervention reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. The technician performed a visual inspection. Device was received in with a loose patient outlet fitting and bent front panel at the top right corner. The reported issue was confirmed. The patient outlet fitting was fully disconnected and still retained by the input/output label. The root cause of the report issue was found to be related to the twisting action over time and the outlet connector can become loose or get fully removed due to the design. The technician checked for damaged threads and re-fit the patient outlet fitting using torque specs in reference to procedure. A corrective and preventative action has been opened to address the reported issue.